Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that an underdosing of baclofen occurred. The patient experienced stiffness and contracture in the lower extremities. The severity was reported to be moderate. The catheter was disconnected from the pump. An x-ray was done on (B)(6) 2013 and revealed that the tip of the tubing was malpositioned. There were multiple loops of tubing seen within the subcutaneous tissue at the l3 level without any intrathecal component or extension. The event was reported to be related to the device or therapy and possibly related to the implant procedure. The event was ongoing. It was later reported that the pump was interrogated on (B)(6) 2013 and revealed that the pump was nearing end of life. As of (B)(6) 2011, the estimated elective replacement indicator (eri) was in 35 months. It was later reported that the patient resolved without sequelae on (B)(6) 2013.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2014 and the event resolved without sequelae on (B)(6) 2013.

Event description:
It was later reported that the catheter was explanted on (B)(6) 2013. The patient recovered without sequela on (B)(6) 2013.